Event description:
It was reported that the patient underwent a revision procedure due to the pump won't deflate with an inflatable penile prosthesis (ipp). The ipp pump and reservoir was explanted and a new ipp pump and reservoir was implanted. Additional information was reported that the physician alleged there was a mechanical failure of the pump, and the patient recovered after the revision surgery.